Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 541 mg/dl. The customer treated with bolus. They also reported that they were not able to calibrate the insulin pump. It just went to the home screen and did not allow her to calibrate. The customer declined troubleshooting. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.